Event description:
Customer called regarding the fibre optic module failure alarm. Therapy had already been commenced. Therapy continued but decision was taken to replace the pump. No patient injury was reported.

Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company representative observed that the iabp failed the fiber optic module test. The company representative replaced the fiber optic assembly (part number 0997-00-1161). The iabp was tested to factory specifications. It functioned normally and was returned to the customer. The fiber optic assembly (part number 0997-00-1161) was received and evaluated at the manufacturing facility in (B)(4), USA where the failure was confirmed. The fiber optic assembly was sent to the supplier for further evaluation. The supplier found the root cause of the failure to be the lamps. The supplier replaced the lamps and calibrated the unit. The supplier also replaced part r92 on the pcb (part number 0670-00-0771) as per document cn20679. The part was returned to stock. (B)(4).